Event description:
It was reported that, "screwing a 3.0 axsos locking screw into a small frag axsos plate (locking) and the head of the screwdriver broke off under too much tension. Grabbed the next screwdriver and did the same thing on a different screw. Screwed the screw into the plate and the tip of the screwdriver broke off."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.